Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears involved with this complaint and completed the device's blade was found to be broken roughly 0.301 from the base. The fragment was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy, the tip of the harmonic ace instrument broke off but was retrieved during the same procedure. A back up instrument was used to complete the procedure robotically.